Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were cracked on the bottom. No serious injury or medical intervention was reported.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes were cracked on the bottom. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for cracked product with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for cracked product with the incident lot was observed. Root cause description: based on the investigation, a root cause could not be determined.